Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08423. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was successfully implanted; however, at the conclusion of the procedure, a small pericardial effusion was noticed. The patient remained stable and the pericardial effusion resolved on its own. The patient went to recovery and is currently fine.